Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including weight, bmi at the time of index procedure type of vascular procedure being performed? Surgeon wishes not to provide information. The diagnosis and indication for the index surgical procedure? Surgeon wishes not to provide information. What was the initial approach for the index surgical procedure? Surgeon wishes not to provide information. (Open, laparoscopic or other)? On what tissue was the suture used? Surgeon wishes not to provide information. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Surgeon wishes not to provide information what instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? Surgeon cannot remember. Were x-rays performed to localize the needle fragments? Yes. What was the size of the needle used? 9,3mm. What was the size of the broken needle fragment? Surgeon does not know, the pieces were submitted and sent for analysis. Was it only the needle tips that fell into the patient? Yes. Were the needle piece(s) retrieved during the same procedure? No. Do the needle tips remain retained in the patient's tissue? Yes, unless it came out with the suctioning, but the surgeon could not see in the suction fluids. If the piece(s) were retained, where is each needle fragment located/in what structure? The fragments are either still in the patient (but x-rays could not pick them up) or they were suctioned into the suction-irrigation reservoirs. The surgeon also tried to find the fragments in these but could not see them. If retained, were there any patient consequences? No patient consequences reported. If retained, are there plans for removal of any remaining fragments? The fragments are either still in the patient (but x-rays could not pick them up) or they were suctioned into the suction-irrigation reservoirs. The surgeon also tried to find the fragments in these but could not see them. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? Surgeon wishes not to divulge information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon thinks the needle metal was faulty. What is the patient's current status? Patient is "fine" - no further details were given. Surgeon¿s name? Surgeon wishes not to provide his name.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: the product received for analysis was w8662 visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code w8662. Two needles were received, only one needle was fractured, as indicated by the arrow. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One open box with eight representative unopened samples was received for analysis. Product code w8662. Upon initial inspection of the sample, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification, and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needles and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure type of vascular procedure being performed? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragments? What was the size of the needle used? What was the size of the broken needle fragment? Was it only the needle tips that fell into the patient? Were the needle piece(s) retrieved during the same procedure? Do the needle tips remain retained in the patient's tissue? If the piece(s) were retained, where is each needle fragment located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient vascular procedure on (B)(6) 2025 and suture was used. During the procedure, the needle tip broke off when the surgeon was suturing the tissue. The needle tip could not be retrieved and was still in the patient. Additional information was requested.